Manufacturer narrative:
The customer advised physio-control that they are unsure if they will pursue repair on this device due to the age of the device and the associated costs and have no estimated timeline of a possible repair. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer has advised physio-control that they have decided to not repair the device and have removed it from service. The device will not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged multiple event codes. When testing, the device was not delivering defibrillation energy and was giving an "abnormal energy delivered" message. There was no patient use associated with the reported device issue.